Manufacturer narrative:
(B)(4). The customer reported that the therapy connector was broken. There was no report of pt impact or involvement. A philips field service engineer evaluated the device and verified the reported symptom. The therapy connector was replaced to resolve the issue.

Event description:
The customer reported the therapy connector was broken.